Manufacturer narrative:
It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. By analyzing the sample sent by the customer the root cause may be associated to a failure during the assembling station, the material could be broken during the manufacturing process.

Event description:
It was reported that syringe is missing tip with a bd plastipak¿ 20ml syringe luer slip. The following information was provided by the initial reporter, translated from portuguese to english: 20 ml syringe is missing the tip. Incident was noticed before the use. There was no damage to the patient or health professional.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe is missing tip with a bd plastipak¿ 20ml syringe luer slip. The following information was provided by the initial reporter, translated from (B)(6) to english: 20 ml syringe is missing the tip. Incident was noticed before the use. There was no damage to the patient or health professional.